Event description:
The user mistakenly traced the maternal heart rate (mhr) rather than the fetal heart rate (fhr). The user did not confirm the fhr before applying the toco and traced the mhr. The fetus was stillborn upon delivery.